Event description:
During a stenting procedure of a male patient, the physician noted that the stent was deformed under fluoroscopy. Although the device was prepped prior to use, nothing abnormal about the stent was noted. The target lesion was de novo in mid left anterior descending coronary artery with a length of 15mm and a diameter of 2.90mm. Predilatation was not conducted and the physician did not experience any resistance during the procedure. As soon as he noticed that the stent was not in its original position according to the distal marker band of the stent delivery system, he immediately withdrew the devices from the patient without difficulty. Upon examination, the struts appeared uplifted and crimped.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt. Device evaluation anticipated, but not yet begun.